Manufacturer narrative:
The console logs align with the reported complaint. The console was returned for further investigation without the ac power cord. The aic was inspected with a known-good power cord; no ac-power-related issues were observed. Root cause: the reported issue of the "ac disconnected notification, console plugged in and cont to get ac disconnected notification" was most likely caused by a defective ac power cord set. However, the exact cause could not be determined because the ac cord was not returned for investigation, and the issue could not be reproduced. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. D6a and d6b implant and explant dates were added as they were omitted from the initial report that was submitted.

Manufacturer narrative:
D6a and d6b were erroneously entered on the supplemental manufacturer device report number 1220648-2025-47114-2. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
B3: updated the date of event.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a console with a ac disconnection notification during the 5.5 pump support. No harm or injury note. The team plugged in console and ac power alarm remained.